Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the final plan. Additionally, no issues were found during the guide's quality analysis. The trajectory deviation may have been caused by a change in patient morphology, due to the patient cbct scan being taken ~11 months prior to the surgery date. Alternatively, the deviation may have been caused by complex clinical aspects outside of the scope of this investigation.

Event description:
The guide was used for implant surgery. The doctor stated that the guide fit perfectly. However, he believes that the final placement of the implant is ~1.5 - 2.0 mm more palatal than planned. This caused the implant threads to be exposed, leading to the doctor bone grafting the area. Implant placement was ultimately successful.